Manufacturer narrative:
Device evaluation into root cause is anticipated upon return of product for evaluation.

Event description:
It was reported by the sales rep that the balloon on the endoplege coronary sinus catheter was leaking and dropping pressure during the case. It was stated that the device was able to remain in use and they added saline to the endoplege to maintain a proper pressure during cardioplegia administration. No complications to the patient were stated.